Event description:
It was reported the patient was implanted and had follow up with surgeon 2 prior to report. During follow up with the neuro to turn the device on, the neuro was hesitant to turn on the device since the patient's wound is oozing and it could be seen that one stitch was not healing correctly and the gauze showed yellow substance on it where the stitching was located. The patient has no fever or pain. Information was received from the physician that the patient's left anterior neck and left upper chest incision appear to be healing well without erythema, edema, or exudate noted. It was noted the patient has completed the antibiotics and remained afebrile. Per the surgeon's evaluation, it was recommended to continue wound care daily leaving the incisions clean and dry. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the impaired healing and drainage is not related to the functionality or delivery of therapy of the device.